Event description:
Patient called to report a product issue with the libre 2 sensors she received over the last month. Patient stated 2 out of the 4 libre 2 sensors she received were defective and she was unable to use them as they were not soft needles, they were hard. She stated that abbott was going to replace them, but she would still be left without anything to use while waiting for replacements. She stated that each sensor lasts 13 days so that is 26 days she is left without any monitoring. Reference report: mw5149873.